Event description:
Philips received a complaint by the customer on the v60 indicating that a 1104 "backup alarm failed" alarm error occurred. The device was in use on a patient at the time the reported issue was discovered, and the device was removed from service; however, there was no reported adverse outcome to patient care or therapy. The customer called technical support to report that a 1104 "backup alarm failed" alarm error occurred. The remote service engineer (rse) advised the customer of a possible central processing unit (cpu) printed circuit board assembly (pcba) failure and discussed the possible repair options with the customer. The customer ultimately opted for quest bench repair. The rse advised the customer to remove the battery and power cord before shipping the device and e-mailed the quest bench form to the customer. Investigation is ongoing

Manufacturer narrative:
At bench repair, the service engineer confirmed the intermittent 1104 "backup alarm failed" alarm error. The service engineer found that the speaker intermittently produced sound and determined that the central processing unit (cpu) printed circuit board assembly (pcba) needed to be replaced to resolve the issue. The service engineer ultimately ordered the replacement cpu pcba, and upon receiving the new part, the service engineer performed the replacement and verified that the issue was resolved. While this issue has been resolved, additional issues were observed during further evaluation of the device and are being addressed in subsequent cases.